Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the left ventricular lead exhibited low pacing impedance. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.